Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the three-way connector was fractured before use. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) flotrac kit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occured at flotrac housing male luer.